Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was unable to be inserted into the balloon catheter. Multiple attempts were performed, leading the tip of the mapping catheter to kink. The y-valve of the balloon catheter was removed without resolution. The balloon catheter and mapping catheter were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 2af283 (lot: 19314); product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.